Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. On (B)(6) 2024, the patient fell from a ladder, resulting in right patellar fracture. On (B)(6) 2024, the patient underwent resection and internal fixation of right patellar fracture under general anesthesia. The wound was not healed 20 days after the surgery. On (B)(6) 2024, the admission bacterial culture showed staphylococcus aureus infection. The patient was discharged with wound healing after debridement. 2. Did the patient receive any prophylactic antibiotics pre-, intra- or post-op of the initial procedure? After surgery, the patient was treated with intravenous vancomycin and intra-articular vancomycin for anti-infection. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. 4. What were current symptoms following the index surgical procedure? Onset date? The wound was not healed 20 days after the surgery. On (B)(6) 2024, the admission bacterial culture showed staphylococcus aureus infection. The patient was discharged with wound healing after debridement. 5. What is physician¿s opinion as to the cause of or contributing factors to this event?unknown, maybe relate to low patient resistance. 6. What is the patient¿s current status? The patient was discharged with wound healing after debridement. 7. What is the users experience w/ surgicel and other hemostatic agents? Normal. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? 2. Were any pre-op cleansing procedures changed recently? If yes, please describe. 3. Where was the surgicel used (on what tissue)? 4. What was the tissue condition (normal, thin, calcified, fragile, diseased)? 5. On what tissue was the suture used? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess removed? 8. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? 10. Was there an alleged deficiency of the vicryl plus suture that contributed to the patient¿s post-operative infection? 11. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? 12. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent resection and internal fixation of right patellar fracture under general anesthesia procedure on (B)(6) 2024 and suture was used. The patient fell off a ladder and suffered a right patellar fracture. The wound did not heal 20 days after surgery, and on the 20th day after admission, a bacterial culture showed staphylococcus aureus infection. A debridement surgery was perform to heal and discharge. After the surgery, the doctor administered debridement infusion of vancomycin and intra-articular injection of vancomycin for anti infection treatment. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.